Event description:
It was reported that a pump has a door not fully latched message. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom door not fulled latched message caused by a failed link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.